Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type I. Impedance testing showed that the lead had high impedances so it was replaced. There were no environmental/external/patient factors that may have led to the issue. The hcp declined to send the component in for evaluation due to the age of the device. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.